Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor went blank. The user reported the monitor appeared after rebooting. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.